Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of damage to the power module¿s backup battery was not confirmed. The power module was received at the european distribution center (edc) on 26dec2024; however, the current location of the power module is not known. This file will be reopened with further analysis if the power module is located at a later date. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d5: corrected section g3 (PMA number): corrected section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Section h5: corrected section h6 (health effect - impact code): corrected section h8: corrected manufacturer's investigation conclusion: the reported event of the power module damaging the backup battery was confirmed via analysis of the returned power module. The returned power module (serial number: (B)(6) was evaluated at the european distribution center and by product performance engineering alongside known working test equipment. The power module was powered on and upon completing the bootup sequence, the yellow wrench and red battery fault symbols illuminated, indicating an issue with the internal components. During testing, it was also observed that the backup battery remained in a charging stating for longer than expected, further indicating an issue with the internal components. The unit was then disassembled to inspect the internal components, and no physical damage was observed. The main printed circuit board (pcb) was then replaced with a known working main pcb, and the issue resolved, isolating the issue to the main pcb. Circuit analysis of the returned main pcb revealed that the microprocessor was not functioning as intended. The microprocessor is responsible for multiple functions, one of which is managing the battery charging circuitry. However, during testing it was observed that the microprocessor was not outputting the expected signal to the battery charging circuitry; therefore, the power module could not properly manage the charge level of the backup battery. Improper charging of the backup battery over an extended period of time could cause issues with the battery. The reported event was determined to be due to a compromised microprocessor; however, the root cause of the damage to the component could not be conclusively determined through this analysis. During testing at the edc, it was observed that the voltage that is output from the main pcb to the system controller, which is used to power the system controller, was intermittently fluctuating. The device history records were reviewed and the records revealed that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on (B)(6) 2010. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate power module instructions for use under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate power module instructions for use under section ¿precautions¿. Section 4.0 ¿power module (pm) backup power¿ describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. Heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. Heartmate 3 instructions for use section 3 "powering the system" and heartmate power module instructions for use under "introduction" explain how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
E1 reporter name: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was battery damage from the power module. The power module would be returned for investigation.